Event description:
It was reported that a malfunction with code malf 9 occurred in the customer's pump. The customer's blood glucose level was reported as not exceeding 500 mg/dl, and hence, there was no adverse impact. Technical support provided information on how to reset the pump and assisted the customer in doing so, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.